Event description:
End-users wife reported that her husband was going through a doorway when the left back cane snapped. Her husband fell and hit his head on the floor. User did not sustain any serious injuries.

Manufacturer narrative:
No parts have been returned to the manufacturer for evaluation. This chair is 16 years old and has met its life expectancy of five years.